Event description:
Complainant alleged that the clinicians were setting up the device in preparation to monitor a pt (age and gender unknown), but prior to connecting the device to the pt, the unit blew two fuses upon powerup. The complainant indicated that the clinicians were able to obtain another device to monitor the pt, and that there was no adverse effect to the pt as a result of the reported malfunction.